Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were any staples deployed? --- no information. Was any part of the target tissue cut? --- yes. The analysis showed that the atw35 device was received in good visual condition and with a tr35w cartridge loaded in the device. The reload was received partially fired 1/2 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a urological procedure, the device was closed on the hepatic vein by a doctor, then another doctor grasped the firing trigger but the firing trigger could not be fully grasped. Once the firing trigger was returned, and then, the doctor tried to fire the device again, but it could not be fired. The device was removed after two clips were fired on the side of the inferior vena cava. Another device was used to complete the case. There were no adverse consequences to the patient.